Event description:
It was reported that the battery was depleting too quickly. The patient had not had any therapies or aborted shocks since the previous followup in (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on device programmed settings and usage information, a longevity calculation was performed. The battery was found to be within normal longevity estimations.